Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface. The dialyzer failed at an airflow rate of 68.7 ml/min. The dialyzer was then subjected to a destructive disassembly of the dialyzer to better isolate the leaking fiber. A short fiber was found during isolation of the leaking fiber. The short fiber was observed at approximately 60 degrees on the non-cavity ID end with the dialysate port situated at 0 degrees. The inferior surface of potting of the cavity ID end was examined for a void. The inferior potting surface showed on signs of a void that could have caused a leak at the cavity.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was visually observed to be an external leak noticed in the dialysate. Test strips were used to confirm the leak. The machine did alarm. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. Sample is available for manufacturing evaluation and has been requested.